Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of batch 2265994. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
It was reported while using bd insyte autoguard straight, 20g x 1.16" the needle failed to retract. There was no report of patient impact. The following information was provided by the initial reporter: the angiocath needle does not retract as it was designed to do.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard straight, 20g x 1.16" the needle failed to retract. There was no report of patient impact. The following information was provided by the initial reporter: the angiocath needle does not retract as it was designed to do.